Manufacturer narrative:
Pump was received with constant pump error during rewinding due to corroded motor home switch. Unable to verify power loss alarm or pump error alarm during testing due to pump error 38. Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power loss alarm in long trace noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they could not rewind the insulin pump. The customer¿s blood glucose level was 45 mg/dl which they treated with food. Troubleshooting was performed. They were attempted to rewind and received pump error alarms. They were assisted with clearing the alarm. The customer stated they were still unable to rewind the insulin pump. The device will be returned for analysis.